Event description:
The caller reported "charging issues". There was no reported adverse impact to the customer. The customer declined speaking with tandem technical support regarding the issue. No additional patient or event information was available.